Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.